Event description:
Pt states that she lost a dose of medication due to her autoject device having a mfg defect. She was provided the phone number for teva to attempt to obtain a replacement for her lost dose. No doses have been missed or delayed as a result of the situation to date.